Event description:
It was reported that the system experienced intermittent loss of the live fluoroscopic image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.